Event description:
The customer reported that the niti-s biliary full covered stent was removed half a year after implantation, it was found that there was no silicone coated on the stent.

Manufacturer narrative:
It was reported that half a year after implantation, it was found that there was no silicone coated on the stent. Based on the attached photo, it is confirmed that half of the stent's silicone coating was damaged. It is hard to review suspected device's DHR because the serial no. Was not checked. Inspection of hole on the stent cover is performed by taewoong medical during stent coating process and half-finished product inspection process. Based on half of the stent's silicone coating being damaged in the attached photo, there is a possibility it might have occurred after placement due to pressure of patient's lesion, foreign substance and body fluid, etc. Complexly. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Through the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: cover breakdown with ingrowth of the mucosa". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analysis.